Event description:
Torque wrench needs a new tip.

Manufacturer narrative:
Examination of the returned instrument confirmed the black plastic protector component has cracked and become disassembled from the wrench. Further examination revealed a loose scale plate. (B)(4) was initiated to further investigate and determine root cause and corrective actions. (B)(4) has been initiated to change the design of product code 961673 as part of (B)(4). The current complaint sample was manufactured prior to the implementation of co (B)(4). No further corrective action required. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.